Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2019. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6) , could not be conclusively established. It was reported that the patient expired on (B)(6) 2019. It was not specified if the event was device or therapy related. No autopsy was performed and the device would not be returned. There is no product available for investigation. It was noted that the site is unable to provide any further information due to hospital policy. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.